Event description:
While attempting to place central venous catheter, guide wire met resistance. Md attempted to pull guide wire out with gentle tension, wire snapped and began to unravel. Entire device removed with the rest of the wire intact. Upon further examination it was noted by the physician who was placing the line that the wire had tied itself into a knot. Investigation showed patient already had a subclavian central line and an arterial line in but due to patient's critical condition (pt had experienced cardiac arrest at home) they were attempting to place a second line. Additional attempt to place line was not made.